Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax section. Initially there was a defective temperature sensor reported. No ablation was possible. Temperature slope was too high. Action taken when the event occurred was a new cable and new catheter. Surgery was delayed by 10 minutes. The procedure was completed successfully. There was no patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 20-oct-2023 there was a hole in the surface of the pebax section and there was liquid foreign material inside of it. This event was originally considered non-reportable, however, bwi became aware of a hole on the surface of the pebax section on 20-oct-2023 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation was completed on 20-oct-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and temperature test of the returned device were performed following bwi procedures. Visual analysis revealed a hole in the surface of the pebax section and a liquid foreign material inside it. A temperature and impedance test was performed, and no temperature was displayed due to an open circuit on the tip area. It was determined that the damage and the foreign material observed was sustained in someplace external to the manufacturing environment and could be related to the issues observed during the investigation and the temperature issue reported by the customer. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The temperature issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: if the temperature of the ablation electrode increased suddenly, verify irrigation flow (lines, catheter tip, pump). As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿temperature¿ issue. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿temperature¿ issue and the biosense webster inc. Analysis finding of the ¿hole in the surface of the pebax section and a liquid foreign material inside it¿. Manufacturer's reference number: (B)(4).